Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.